Manufacturer narrative:
Investigation included customer service troubleshooting and review of device-reported insulin delivery. Investigation of this case revealed an insulin delivery interruption attributable to an occlusion that resolved after supply replacement, with glucose trending downward. It was concluded that hyperglycemia occurred due to an occlusion-related interruption in insulin delivery, with resolution after corrective actions, and the cause of the initial hyperglycemia remained unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with fingerstick glucose readings up to 456 mg/dl following a noted infusion set occlusion and a subsequent supply change; insulin delivery was confirmed on device reports, and a second full supply change was performed with glucose trending downward thereafter. Symptoms included high blood glucose. Outcomes included no hospitalization and user-managed recovery as glucose decreased after troubleshooting.